Event description:
It was reported that a small volume intermate ruptured. This occurred during filling with an antibiotic and sodium chloride for an initial volume of 100 ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This batch was manufactured from february 15, 2013 - february 18, 2013. The device was returned and is currently in the process of being evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.